Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet with a dexcom g7 experienced hyperglycemia after a meal, with glucose rising to 279 mg/dl and remaining above 180 mg/dl for a little over an hour before trending down to 203 mg/dl during the call; the user had been on the pump for two weeks, announced the meal, used no backup therapy, and performed no ketone testing. Symptoms included no acute adverse effects. Outcomes included no medical intervention and no hospitalization. Investigation included customer interviews and troubleshooting with education on expected postprandial glucose trends. Investigation of this case revealed no device alarms, no device malfunction, and no component failure, with glucose subsequently trending downward as expected for post-meal glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.